Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc wing needle did not retract (button was sticking). The following information was provided by the initial reporter: the button is sticking. Unfortunately, the information I originally provided is all I have. There were no injuries reported for any of the product.

Event description:
No additional information.

Manufacturer narrative:
The complaint of delayed needle retraction was confirmed, and the cause appeared to be manufacturing related. Ten representative 24g insyte autoguard units were received in sealed unit packaging from lot #4292347. A functional test showed that each needle fully retracted; however, the retraction time of 7 out of 10 units exceeded the specification. A corrective action was opened to address this issue. Bd is continuing to investigate the root cause and will take action to prevent recurrence of this issue. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.